Event description:
Rptr stated that they purchased the device in response to an advertisement that they had seen. Rptr purchased the device to test for allergy. Rptr stated that when they received the kit it contained a glass tube with some other apparatus for drawing blood. When rptr inquired from the co how this should be done. They wanted to charge rptr a large fee to have phlebotomist come out and draw the blood. Rptr had already paid a fee of $546.00 for the kit and telephone support. In addition, the "receptionist" who rptr spoke to over the phone tried to sell rptr other test kits which were also quite expensive. Rptr thought that this extra fee for a phlebotomist was simply too much and expressed this to the receptionist. Rptr was told that they could try to get the blood drawn on their own. When rptr contacted dr, the dr stated that he did not think that rptr should be walking on the street with a glass tube of blood in their possession. The dr felt that this practice just didn't seem right for a consumer to do. Furthermore, the dr told consumer that the kit that was sent to them was one that would normally be sent to a dr's office or a lab to be used by a health professional and not a consumer. Consumer and physician both are concerned about the way in which the MFR and its distributor conducts business. They think that something is not right. The consumer/rptr has requested a refund from the co. The consumer/rptr also expressed concern over receiving a spam e-mail message from another co that was promoting the products of the MFR.